Event description:
It was reported that during a clinic visit, the health care professional (hcp) suspected of this pacemaker battery to be depleting prematurely due to the battery longevity estimate calculations had decreased from two years to one year in about six months. A request was made to have data from this device analyzed. Technical services (ts) reviewed the stored device data and noted that a lead safety switch (lss) to unipolar configurations was triggered due to high out of range pacing impedances on the right ventricular (rv) lead. It was also noted the lead exhibited oversensing as well. Engineering analyzed the data and determined that the device battery was depleting normally, and the increase in power consumption appears to be due to be due to the increase in pacing impedances on the rv lead. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) suspected of this pacemaker battery to be depleting prematurely due to the battery longevity estimate calculations had decreased from two years to one year in about six months. A request was made to have data from this device analyzed. Technical services (ts) reviewed the stored device data and noted that a lead safety switch (lss) to unipolar configurations was triggered due to high out of range pacing impedances on the right ventricular (rv) lead. It was also noted the lead exhibited oversensing as well. Engineering analyzed the data and determined that the device battery was depleting normally, and the increase in power consumption appears to be due to be due to the increase in pacing impedances on the rv lead. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported.